Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a broken speaker. There was no report of any adverse event or patient harm.